Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. The care giver (cg) stated that four bags were used and both supply bags were empty. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the cg in closing the clamps, disconnecting the patient aseptically, and clearing the alarm. The patient was to complete therapy using an ultrabag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.